Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection . Through disassembly and visual inspection, the rotor assembly was affected by corrosion/substance/debris.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.